Event description:
It was reported during a scheduled catheter exchange, it was noted under fluoroscopy this drainage catheter had fractured and remained in the pt. A snare was ultilized to successfully retrieve the detached segment. Another drainage catheter was not placed as treatment was completed at this time. The pt's condition is good. This device was returned, evaluated and retained by this manufacturer. The engineer's evaluation indicated the device was received in two pieces. The distal coil of the catheter measured approximately 8 centimeters and approximately 24.5cm of suture was attached to the coil. The fracture at the 5th drainage hole was jagged and uneven. The second catheter segment measured 16cm and the point of break is jagged and uneven. The catheter material is discolored. As a lot number for this device was not provided, a device history search could not be performed. Therefore, co's unable to determine if the device met its specifications. Follow up revealed this catheter was in place approximately three months and being used as a feeding tube in a pt with aids, which is non indicated use of this device. Co believes this may have contributed to this event and does not attribute it to the device. However, co is unable to determine the exact cause for this event. Directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections".